Event description:
It was observed that during the device evaluation, the flex video scope exhibited foreign objects on air/water-cylinder and air/water tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. As noted in section b5, foreign objects on air/water-cylinder and air/water tube. A definite root cause of the reported issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted.